Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the controller ((B)(4)) and the battery ((B)(4)) have been received by the manufacturer and are awaiting further analysis. Additional information will be submitted with-in thirty (30) days of completion of the investigation.

Manufacturer narrative:
The site has indicated that the pump remains implanted, the controller has been received by the manufacturer for evaluation on (B)(4) 2014. The controller and battery were exchanged and returned to heartware for visual and functional examination. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed; power connections external visual inspection, repeated connect/disconnects testing, controller vibration, external and internal power connection wiggle tests, visual internal checks and extended power on test. However the no-power alarm did not work due to a failed internal battery which was found to have corrosion and a shorted cell. The reported issue was unable to be replicated, however external battery pack or battery pack communication interface data corruption is suspected. The log analysis found battery on ps2 reported 0% capacity while unit was sourcing from power source 1 , causing an alarm of type power source 2 disconnect or type power source 2 very low battery capacity. Visual and functional examination of the battery (B)(4) was not conducted as testing and investigation of similar battery performance issues was performed and corrective actions were implemented under a CAPA (corrective and preventive action). Events with inappropriate "critical battery" alarms are most often attributed to corrupt communication between the battery and controller; heartware has initiated an internal investigation to further investigate this issue.

Event description:
Approximately one year and two months post hvad implantation, the patient experienced several critical battery alarms followed by a high priority alarm that recommended controller exchange. Both the battery and the controller were replaced and returned to heartware for evaluation. There was no reported patient injury as a result of the reported event. Investigation is ongoing.